Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/02/2014 with the following findings: investigators were unable to power up, download history file and test pump. There was a battery compartment crack. The battery cap has stripped threads. The keypad is cut and torn on ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. It was alleged that the battery compartment was cracked and the battery cap had stripped threads. There was allegedly moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.